Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending seciton rubber, scope cover and air water channel had a leak. The light guide rod lens was chipped/scratched and the distal end cover lost insulation and was cracked. The bending section rubber glue had a visible thread. The connecting tube had a scratch, a wrinkle and the protector was shaved. The switch box unit was scratched and the air/water nut and suction cylinder nut had paint peeling off. The angulation had play and the charge coupled device unit was damaged and showed an e204 focus function error. The water removal and the air/water function failed testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii colonoileoscopies had a image fadeout with distortion. Inspection and testing of the returned device found that nozzle was clogged. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage. The event can be detected by following the instructions for use (IFU) which state: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair olympus will continue to monitor field performance for this device.